Event description:
(B)(4). According to the information received, there was a catheter/urine bag in which urine was not going into the bag. It was coming back on itself.

Manufacturer narrative:
Four samples were returned and a visual test was performed. It was determined that the eyelets on the catheter were not blocked. Testing on the returned catheters did not provide any explanation as to the cause of the reported incident. If additional information becomes available a follow up report will be submitted.